Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to attach. According to the customer, it is possible that the patient suffered from aspiration. No further information is available.